Manufacturer narrative:
Initial reporter name and address: reporter phone #: (B)(4).

Event description:
Problem statement the customer reported that all the central monitors in the hospital showing no data for wireless devices and show no data. The device was in use on a patient. There was no report of patient or user harm. Complaint evaluation: biomed explained that site experienced issue at approximately 6:00am local time with wireless monitors not connecting to piic ix computers. Biomed stated that site has eight access point controllers (apcs) connected to piic ix intellivue telemetry system (its) network. Biomed found that apcs were all competing for "master contention" so he rebooted them. Biomed confirmed wireless device connectivity to piic ix computers was restored after rebooting apcs. Customer resolution and conclusion: the field service engineer confirmed aps drop-out due to scanning. The device remains at the customer site, and no subsequent calls have been logged for this device/issue. No further action or investigation is warranted based on the available information at the time of complaint closure.